Event description:
It was reported the patient had a red light on their remote control. The patient had their remote control assessed to make sure it could go into MRI mode. It was discovered the patient had high impedance on all electrodes. Attempts to reprogram were made but the patient still had high impedance. It was believed the lead was damaged or disconnected from the neurostimulator. The patient had a previous revision surgery three years ago and they informed the physician that shortly after they could move the neurostimulator in the pocket. It does not appear any x-rays were done. The patient was able to have mris and put their device into MRI mode. Later, after meeting with the physician, they decided the best course of action would be an explant surgery. The patient had surgery to explant their neurostimulator and tined lead. The patient would be prescribed medication for their over-active bladder after that.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block d10: model number/catalog number: 1201. Serial number: (B)(6). Batch/lot number: al1pc90052. Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4).